Event description:
Reportedly, during a pacemaker reintervention procedure of a kora 100 dr with alizea dr, upon connection of the new alizea pacemaker, the right ventricular (rv) lead impedance is 234 ohms, down from approximately 310 ohms previously. Programming in bipolar mode is not possible. The lead was disconnected and measured with a medtronic psa, again showing low impedance. An attempt is made to implant a new lead, but a pneumothorax occurs. It is programmed in unipolar mode with a high sensitivity value, and a leadless pacemaker is considered, but now, it is occasionally showing impedances of less than 200 through remote monitoring.